Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter (onetouch verio iq) read inaccurately high compared to another device (unknown brand). The reporter claimed obtaining blood glucose readings of ¿around 500 mg/dl¿ with the subject meter and ¿a hundred and something¿ on the other device, performed within an unknown time of each other. This complaint is being reported because the reported results may not have met lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event